Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they have a bacterial infection and they are taking antibiotics for this. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) with medical advice or health concerns. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.